Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-3653sp knotless 2.6 fibertak rc fiberlink suture tore during insertion. This was discovered during a procedure on (B)(6) 2023. The case was completed using another ar-3653sp knotless 2.6 fibertak rc. Additional information received on (B)(6) 2023: this was discovered during an rcr procedure. Before using the new r-3653sp knotless 2.6 fibertak rc to complete the case, all the fragments from the previous fibertak were removed. The case was delayed a few seconds, and additional anesthesia was not needed. The patient suffered no negative effects on or after procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.